Event description:
The customer reported that the battery is broken. Further information has been requested. There was no reported patient involvement.

Event description:
The customer reported that the battery is broken. Further information was the battery indicated that it was full, but the machine did not work properly. There was no reported patient involvement.